Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The initial reporting stated no additional investigational inputs were available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address loosening. It is unknown at this time which component was loose or the interface. The cement manufacturer is unknown.